Manufacturer narrative:
Product analysis: the external pulse generator (epg), was returned for preventative maintenance. It was determined at analysis that the supplied battery is depleted, the incoming test performed fails on inactive current drain. The main printed circuit board (pcb), is defective. Both bail covers are broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.